Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt made a mistake further described as a touch contamination which was reported as the cause of the peritonitis. At the same time as the event, the pt also experienced cholecystitis with clostridium difficile. The cholecystitis was reported as possibly the cause of the peritonitis due to drainage into abdominal cavity; however, this was not confirmed. The peritonitis was manifested by generalized weakness and frequent falling. On an unknown date, the pt was hospitalized for the event. Treatment for the peritonitis was not reported. Treatment for cholecystis was a drainage tube, "unable to do surgery because pt was too weak." Treatment for the events of generalized weakness and frequent falling was monitoring the pt. The pt remained hospitalized for 5 weeks. At the time of this report, the pt remained hospitalized and was recovering from the peritonitis. At the time of this report, dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.